Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy, but the arctic sun device keeps alerting patient temperature (pt) line open and low flow. Nurse stated they already tried disconnecting and reconnecting with no resolution. Hypothermia cool targeted temperature (tt) was 36c, patient temperature (pt) was 38.4c, water temperature (wt) was 11.6c, water flow rate (wfr) was 0 l per m. Had them stop therapy, empty and disconnect pads. Placed in manual control at 8c with no pads. Device alerted 41 low internal flow while in manual control. System diagnostics: outlet monitor temperature (t1) was 7.9c, outlet control temperature (t2) was 8c, inlet temperature (t3) was 29c, chiller temperature (t4) was 6.3c, water flow rate (wfr) was 0 l per m, inlet pressure (ip) was -0.1, circulation pump command (cpc) was 100 percent, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 7796.5, pump hours were 6991.0. Walked through disabling manual control and advised to swap out device and send to biomed labeled 41. Sn (B)(6). Per follow up information received via task on 24mar2026, additional information received from work order, biomed called to state that this device was giving alarm 41. A check of the diagnostics showed that inlet pressure (ip) was 0.0 at circulation pump command (cpc) of 100 percent. Discussed with them that this was indicative of a failed circulation pump. Stated they would order and replace the pump onsite. Per additional information updated from ttm on 23mar2026, biomed had device sent from floor with 41 low internal flow. Water was not circulating. Also noted they ran a calibration and device failed 1st step. They did not write down the error number.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. Nurse stated they already tried disconnecting and reconnecting with no resolution. Hypothermia cool targeted temperature (tt) was 36c, patient temperature (pt) was 38.4c, water temperature (wt) was 11.6c, water flow rate (wfr) was 0 l/m. Had them stop therapy, empty and disconnect pads. Placed in manual control at 8c with no pads. Device alerted 41 low internal flow while in manual control. System diagnostics: outlet monitor temperature (t1) was 7.9c, outlet control temperature (t2) was 8c, inlet temperature (t3) was 29c, chiller temperature (t4) was 6.3c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.1, circulation pump command (cpc) was 100%, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 7796.5, pump hours were 6991.0. Walked through disabling manual control and advised swapping out device and send to biomed labeled 41. (B)(6). Per follow up information received via task on (B)(6) 2026, additional information received from work order, biomed called to state that this device was giving alarm 41. A check of the diagnostics showed that inlet pressure (ip) was 0.0 at circulation pump command (cpc) of 100%. Discussed with them that this was indicative of a failed circulation pump. Stated they would order and replace the pump onsite. Per additional information updated from ttm on (B)(6) 2026, biomed had device sent from floor with 41 low internal flow. Water was not circulating. Also noted they ran a calibration and device failed 1st step. They did not write down the error number. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy, but the arctic sun device keeps alerting patient temperature (pt) line open and low flow. Nurse stated they already tried disconnecting and reconnecting with no resolution. Hypothermia cool targeted temperature (tt) was 36c, patient temperature (pt) was 38.4c, water temperature (wt) was 11.6c, water flow rate (wfr) was 0 l per m. Had them stop therapy, empty and disconnect pads. Placed in manual control at 8c with no pads. Device alerted 41 low internal flow while in manual control. System diagnostics: outlet monitor temperature (t1) was 7.9c, outlet control temperature (t2) was 8c, inlet temperature (t3) was 29c, chiller temperature (t4) was 6.3c, water flow rate (wfr) was 0 l per m, inlet pressure (ip) was -0.1, circulation pump command (cpc) was 100 percent, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 7796.5, pump hours were 6991.0. Walked through disabling manual control and advised swapping out device and send to biomed labeled 41. (B)(6). Per follow up information received via task on (B)(6) 2026, additional information received from work order, biomed called to state that this device was giving alarm 41. A check of the diagnostics showed that inlet pressure (ip) was 0.0 at circulation pump command (cpc) of 100 percent. Discussed with them that this was indicative of a failed circulation pump. Stated they would order and replace the pump onsite. Per additional information updated from ttm on (B)(6) 2026, biomed had device sent from floor with 41 low internal flow. Water was not circulating. Also noted they ran a calibration and device failed 1st step. They did not write down the error number.